Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on, (B)(6) 2013: patient presented with the following pre-op diagnosis: pseudoarthrosis of prior anterior cervical discectomy and fusion (acdf), c6-c7; acute cervical disk herniation, c7-t1 left. Procedures: posterior cervical fusion with allograft, autograft and bmp, c3-t3; posterior cervical facet fusion with bmp and allograft putty, c3-c4, c4-c5, c5-c6, c7-t1, and t2-t3 bilaterally; posterior cervical-thoracic instrumentation with lateral mass screw-rod fixation, c3-t3; partial hemilaminectomy, c7-t1 left with cervical microdiskectomy, c7-t1 left; spinal stereotaxis with 3d image guidance using o-arm and stealth system; operating microscope; harvest of local autograft bone (laminectomy chips) for use as a fusion material. As per-op notes: ¿¿¿¿a medium kit of bmp was brought onto the field. Bmp solution was applied to the carriage sponge, which was cut into several small pieces. A posterior onlay-type fusion was preformed using a mixture of bone graft and a few remaining strips of bmp-soaked collagen sponge. A very robust fusion mass was created. Patient was taken to recovery room in the stable condition¿¿..¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.